Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: protocol (B)(4) , pt. (B)(6), type ia endoleak . On (B)(6) 2017, the patient received a zenith alpha¿ thoracic endovascular graft proximal component (zta-pt-34-30-209; lot # not provided). The proximal zone of stent graft implantation was 3 using the ishimaru zone classification scale. The left subclavian artery (lsa) was not covered by the stent. At the time of the index procedure, a stent was also placed in the right renal artery. No endoleaks were reported at the end of the procedure. The comment was made that the stent graft was 10 mm below the lsa, but the planned deployment was just below the lsa. On (B)(6) 2017 (7 days post-procedure), a CT imaging revealed a maximum aortic diameter of 79 mm and a total length of covered aorta of 190 mm. The false lumen was partially thrombosed both at the level of the stented segment of the aorta, and above the stented segment of the aorta. There was no progression of dissection. There was evidence of a proximal type ia endoleak with the location specified as ¿aortic arch and descending aorta¿. This was a new observation and did not result in a new clinical event or intervention. Patient outcome: the patient remains in the study.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Investigation is still in progress.

Event description:
Additional information received on11dec2017: the index procedure was considered unsuccesful due to graft not deployed in intended location. Query has been placed to verify the reason.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturers ref# (B)(4). (B)(4). Summary of investigational findings: investigation is based on description of event and imaging review. This complaint concerns a acute type b dissection complicated by renal malperfusion. The 7 days post-procedure CT scan revealed a type ia endoleak, which did not result in a new clinical event or intervention. Imaging review confirms a type 1a endoleak across a 9mm long seal in the proximal lumen. A definitive root cause could not be found. According to the IFU the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms/ulcers of the descending thoracic aorta and has not been formally tested in patient populations having dissections. Subsequently, this device was used outside of intended use. There is no evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.